Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of right total hip due to metallosis. Did head exchange. [Revised] metal [head] to delta head".

Manufacturer narrative:
Additional information on review of photograph analysis of this event provided. Reported event: an event regarding altr involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: x-rays available for review include an undated ap of the pelvis shown on a small photograph view box demonstrating a right uncemented total hip arthroplasty, which is poorly visualized, but no gross pathology is noted. Two photographs of a gloved hand holding an intact metallic modular head with some dark material noted on the wall of the trunnion hole are available for review. There is no histopathologic diagnosis or intraoperative description consistent with ¿metalosis¿, which was noted in the diagnosis in the revision operative report, no examination of the explanted head or confirmation of corrosion products versus biologic debris as the source of the darkened material, and no evidence of trunnion deformity or erosion making stem removal necessary. In this morbidly obese patient with bilateral knee problems and low back pain, there is no evidence that trunnionosis was responsible for this clinical situation. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the event and the exact cause of the event could not be confirmed or determined because insufficient information was provided. Further information such as device details, return of device and histopathology reports are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
As reported: "revision of right total hip due to metallosis. Did head exchange. [Revised] metal [head] to delta head".